Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the chest x-rays showed pulmonary vascular congestion and bilateral pleural effusions as stable since prior exam. It was also reported the pacemaker site was infected. There was redness and swelling at the site and the wound was opening up and painful. The device and leads were removed and a new system implanted. No further patient complications were reported as a result of this event.